Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.010.047, lot: 8326784, manufacturing site: haegendorf, release to warehouse date: may 07, 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the driving cap with handle adapter was returned. Upon visual inspection, it was observed that the threads of the driving cap were stripped/damaged. This is consistent with the reported complaint condition, thus confirming the complaint. Service & repair evaluation: the customer reported that during cleaning inspection, the threads of the driving cap with handle adapter was sticking. The repair technician reported that device is not threading properly. Threads stripped/damaged to repair is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional analysis: no dimensional inspection can be performed due to post manufacturing defect. Document/specification review: based on the date of manufacture, the following drawings, reflecting the current and manufactured revision were reviewed. - driving cap for ngn insertion handles conclusion: the complaint condition is confirmed as the driving cap with handle adapter was received with stripped threads. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the device encountered unintended forces. No new malfunctions were observed during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device returned. (B)(6). The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during cleaning inspection, the threads of the driving cap with handle adapter was sticking. There was no patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).